Manufacturer narrative:
Issue identified during product analysis. Medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the extended self-test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue with the error message expiratory autozero solenoid not operational. To solve the issue, sp replaced exhalation valve assembly (eva). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One eva was returned for further analysis. The part was visually inspected with no anomalies found. The part was installed into the test ventilator for analysis. Analysis observed the unit failed est with auto zero solenoid not operational code. Further analysis determined a faulty solenoid (so1) to be the causes the observed issue. The cause of the event was identified as a faulty s01 in the evm. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed the extended self-test (est). The ventilator was not in use on a patient at the time of the reported event.